Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms in vector one on the left ventricular (lv) channel. Reprogramming the vector resulted in a pacing impedance measurement of 1152 ohms. The system was successfully implanted without further incident. No adverse patient effects were reported.